Manufacturer narrative:
H3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The fixed leg and sliding were bent. The device could not be functionally tested because of the bent legs. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event or an application of excess torque inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The t-max beach chair IFU warns, ¿table specific t-max square rail clamps must be securely tightened over tips of table specific legs before loading patient. Please see 29-99-09 o.r. Table fit guide for details on approved tables. Tables that do not appear on the o.r. Table fit guide must not be used with the t-max beach chair. For o.r. Tables that do not appear on the o.r. Table fit guide please contact smith & nephew.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t-max ii, shoulder exposure positioner was bent during set up for an unknown procedure, patient was already under anesthesia. The procedure was completed with a competitor's device with no delays. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.